Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly calcified vessel. A 8.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. However, upon the 1st inflation at 5 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's status was stable.